Manufacturer narrative:
The medical team reported that device could not be excluded from the cause of the reported event. The patient was initially treated with a course of injections as a stand-alone therapy; however, since this was unsuccessful, the medical team initiated continuous hemofiltration, and adjusted pump speeds. The treating physician reported that the patient's condition worsening after decreasing the pump's speed, and that the device could not be excluded from the cause of the reported event. With a review of the available information there was no evidence of any device malfunctions or performance issues of the device that would impact the reported event. Based on the available information a definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the reported event are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. There are patient factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Right heart failure and renal dysfunction are known potential complications associated with all patients implanted vads. The instructions for use (IFU) addresses guidelines for optimal patient management. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted

Event description:
It was reported that this patient was admitted to the hospital for treatment of right heart failure and acute renal dysfunction. Potassium levels on admission were increased (5.2 meq/l). Upon admission, the patient was medically treated for heart failure. He was then started on hemodialysis, and had vad speeds adjusted multiple times due to reported "sucking waveforms" throughout his hospitalization. Hemodialysis was provided from (B)(6) through (B)(6) when creatinine levels returned to 1.72mg/dl. On (B)(6) 2016 the patient was initiated on a lasix infusion. He was discharged home on (B)(6) 2016 with improvement of symptoms. Of note, the site also reported that this patient had been experiencing ongoing issues with right heart failure and kidney dysfunction since being implanted with the vad.